Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead experienced sharp chest pain. No effusion was found during echocardiogram. The pain was resolved after this lead was replaced. This lead was explanted. No additional adverse patient effects were reported.